Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual inspection, hair is observed inside the product packaging. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. The root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd needle precisionglide 16x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: there are hairs between the probe and the protective cap (inside the sterile packaging). This unit does not need to be returned, the unit with the hair has been discarded.